Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. Furthermore, no lot number and the product code was supplied which precludes conducting a device history record review or a lot specific search in the depuy synthes mitek complaints handling system. Per the reported complaint, an off-angle insertion of the anchor was reported which might lead to anchor breakage. However, no further information regarding the technique or instruments used has been provided to determine a root cause for this failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the product code and lot number are not available. The product code is unknown; therefore, the FDA pro code is unknown.

Event description:
Information received via the post market clinical follow up healix survey. The doctor reported if off angle when placing the anchor, the tip can break. This is the fourth similar issue reported. Per information provided on 3-21-2018 by marketing, the doctor stated he has no further information on event dates or product codes/lot numbers.